Event description:
The report stated that the unit was self activating. Follow-up with the site found that they had no further information, only a note on a generator sent to clinical engineering and no knowledge of who to follow-up with.

Manufacturer narrative:
Testing was able to confirm the customer's report. The problem was traced to a failed capacitor. Search of the complaint database identified this as an isolated failure.